Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception of the subject smarttouch tablet, the reported behavior was confirmed: the tablet was stuck on a black screen and the message ¿warning cmos checksum error¿ was displayed. Since the tablet was stuck on this black screen, it was not possible to extract expertise files to identify the root cause of this issue. The subject tablet will follow the normal repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field.

Event description:
Reportedly, the screen remains black upon each boot and the following message is displayed 'warning cmos checksum error'.